Event description:
It was reported that the patient stated they had low voltage alarms on (B)(6) 2023 and on(B)(6) 2023 when attached to the mobile power unit (mpu). The patient put themselves on batteries after the low voltage alarm on (B)(6) 2023. The patient noted that the batteries were fully charged when checked prior to being attached, however, the batteries were dead with no bars after they were connected. Log file review was requested, which captured loss of power to the mpu on (B)(6) 2023. The system continued to operate at the set speed and was supported by the controller¿s backup battery until external power was restored. It was noted that the batteries that the patient connected to after these events appeared charged in the log files. Additionally, it was stated by the patient that the mpu was plugged into an outlet that was loose, however, it was plugged into the same outlet the following evening without incident. The suspected batteries were charged overnight in the hospital battery charger, then connected to the patient and remained fully charged. It was unclear whether the mpu had a v-lock connector or not. Related manufacturer reference number: 2916596-2023-08120.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 lot number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. The submitted controller event log files contained data spanning 6 days combined (B)(6) 2023 per the timestamps). The log file captured low voltage hazard and no external power alarms on (B)(6) 2023 from 9:24:44 to 9:24:49 due to a temporary loss of power while connected to the mpu. The system controller backup battery supplied power to the system during the loss of external power and pump function was not affected. The alarms were resolved when power from the mpu was restored. The pump maintained a speed above the low speed limit throughout the log files. No product was returned for evaluation. It was reported that the patient noted that the mpu was plugged into an outlet that was loose at the time of the event; however, the patient plugged into the same outlet the following evening without incident. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, low voltage hazard, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. This section also explains how to use, charge, and calibrate the 14v batteries and how to check the charge level of the batteries using the battery¿s power gauge. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain the system controller user interface, including all buttons, sounds, lights, symbols, and on-screen messages. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.